Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a delay in the infusion/oncology patients at the station. A technical support specialist executed a query to verify the admission times and discovered that certain patients had been admitted to a specific area of care. A technical support specialist contacted the customer for further investigation, but the customer requested to close the complaint file. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system was experiencing an unexpected delay for infusion/oncology patients at the station. The customer reported that there was an approximate delay of 13 minutes from the moment the patient was registered on epic until the patient was visible on the pyxis system, leading to a delay in care. The customer confirmed that there was no harm or adverse event done to the patient and no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b3, d1, d4, d5, e3, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-sep-2022 to 03-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system experienced delay with pulling data for every patient. A technical support specialist dialed into the server and found that some patients were admitted to area/care unit not in server and readmitted later to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system was experiencing an unexpected delay for infusion/oncology patients at the station. The customer reported that there was an approximate delay of 13 minutes from the moment the patient was registered on epic until the patient was visible on the pyxis system, leading to a delay in care. The customer confirmed that there was no harm or adverse event done to the patient and no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.